Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the lead had dislodged and had perforated to the lung. The patient was reported to be hemodynamically unstable, was bradycardic with loss of capture. Thoracic drainage was performed, and 1.5 liters of blood was drained. The lead was repositioned. Additional information reported that the patient continued to have blood loss after the repositioning procedure but was not a candidate for cardiac surgery and no further treatment options were possible. The patient status continued to decline, and the patient became unstable. The patient declined further treatment and died.